Event description:
Customer reported an infiltration that resulted in donor discomfort. The procedure was discontinued, ice was applied to the donor's venipuncture site and no additional medical intervention was required.